Manufacturer narrative:
Model number/catalog number 72404252-10, serial number null, batch/lot number 1000343827, model/catalog description lgx preconnect ms 18cm ps 10cm tl iz.

Event description:
It was reported that the patient stated experiencing extreme pain since an inflatable penile prosthesis (ipp) was implanted leading to three appointments with the physician for "relief". The patient also experienced a "bulge" in the scrotum which the physician believes it could be a reservoir migration. A revision surgery was scheduled on (B)(6) 2020.